Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet inserted. Helix extension length was within specification. The reported events of r-wave amplitude variation, no capture, increase in right ventricular impedance and stylet stuck in the lead were not confirmed. The stylet was easily removed from the lead with no resistance noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies with the exception of damage consistent with procedural damage.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a loss of capture and r-wave amplitude variation. This was due to physical trauma that the patient suffered prior, which had caused the rv and atrial lead to dislodge. The atrial lead was successfully repositioned and the rv lead was replaced due to the stylet getting stuck inside the lead during repositioning. The patient was stable with no consequences. Related manufacturer report number: 2017865-2017-31995.